Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: set: 1: inratio: 4.4, reference: 2.5. Set: 2: inratio: 4.4, reference: 2.68. Set: 3: inratio: 4.7, reference: 2.5. Set: 4: inratio: 3.7, reference: 2.6. Set: 5: inratio: 4.6, reference: 2.6. Set: 6: inratio: 4.6, reference: 2.5. Set: 7: inratio: 3.1, reference: 2.4. Set: 8: inratio: 3.1, reference: 2.25. Timing between the tests was no specified.

Manufacturer narrative:
Summary: end-user reported accuracy discrepant test results from one patient. Meter and strips were not expected to be returned. Patient had replacement micro valve. No info when procedure was done. Timing between the tests were not specified. Mean calculation revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Patient's condition may affect test result. Suggestion was made to stay with lab test. Further testing is not required at this time. This failure mode will continue to be monitored to determine if future corrective action is warranted. No corrective action is required as no product deficiency was established. As of today, products associated to this complaint are not expected to be returned. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed. The mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Functional testing is not required at this time, but meter will be tested when it is returned. As of today, no product is expected to return. No further investigation will be required.